Event description:
It was reported that an angio-seal was deployed in the left common femoral arteriotomy. A 7f procedural sheath was used during the procedure and an 8f angio-seal was deployed successfully. Seven days later, the pt presented back to the hospital with a pseudoaneurysm. Manual compression was applied and the pt had no further complications. The physician stated that he may have tamped down too hard during deployment and believes that he saw a lot of the black compaction marker.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, this may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) states that a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing. The angio-seal device instruction for use (IFU) states that vigorous tamping may result in collagen placement in the artery or anchor breakage.